Event description:
Anesthesia tech noticed mold in the expiratory side of the unit 12 hours after it was last used on a patient. It was determined that the growth is a result of long cases with low flow. ============manufacturer response.============manufacturer recommends that inspiratory-expiratory valve manifold be disassembled and autoclaved quarterly. The manufacturer also recommends visually inspecting the valves monthly and possibly flushing the system with o2 or air at the end of each day to minimize the possibility of mold growth.